Event description:
Anesthesia machine check on drager apollo done prior to redline repair of thumb laceration/tendon case. Machine check passed as normal. Following induction of anesthesia, and turning on anesthetic inhaled agent, gas analyzer unable to detect inhaled agent. Though sevoflurane was clearly on and flowing as confirmed by smell, no inspiratory or expiratory detection of sevoflurane was detected on display monitor. Confirmed with desflurane as well. On further analysis of machine, the end tidal co2 was displayed in gray font as opposed to the normal black font, as was the inhaled n2o. Patient switched to tiva with propofol, as it was unclear what percentage of inhaled agent was being delivered or if there was a further malfunction in gas delivery to the machine. Patient placed on ambu bag and ventilated through ett and separate o2 source. Anesthetic machine was shut off and restarted, again passed the machine check, and again unable to detect inhaled agent when turned on. Anesthesia machine was swapped out after patient was placed on portable monitor and continued with tiva and ambu bag ventilation. New anesthesia machine brought into room, passed machine check, with normal function and detection of inhaled gas. Case was continued.what was the original intended procedure?redline repair of thumb laceration/tendon.device #1is this a laboratory device or laboratory test?no.